Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/27/2016 with the following findings: "ok" button is under responsive. Visible moisture on display. Base crack between case seal and keypad. Leak test failed due to crack in pump case. Removed keypad, no damage to button contacts or keypad flex cable. Opened pump, moisture corrosion found on keypad connector, keypad flex cable and other parts of printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.